Event description:
A malfunction alarm occurred, specifically displaying malfunction code 16, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer switched to using multiple daily injections (mdi) as a backup therapy.